Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, lens was scratched prior to inserting into the eye. There was no patient contact and the patient was not injured. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).